Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated. On (B)(4) 2010, the estimated remaining longevity was four to eight months. The device was explanted and replaced.